Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion required intervention was added to event of allergic reaction broke out in hives after synvisc/allergic reaction to injection. Also, this case became medically confirmed (reported by a nurse) this unsolicited case from united states was received on (B)(6) 2015 from a patient. This case involves a (B)(6) female patient who received synvisc injection and after 17 days experienced allergic reaction broke out in hives after synvisc/allergic reaction to injection. Concurrent conditions was not reported. Patient had medical history of osteoarthritis, bilory stricture secondary to duct injury. Patient had allergy to sulfa and developed hepatitis. Concomitant medications include ibuprofen (advil) for pain on (B)(6) 2014, the patient started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number, expiry date: not provided) into an unspecified location for osteoarthritis. On (B)(6) 2014, patient received last dose of synvisc injection. On (B)(6) 2014, 17 days after receiving synvisc injection, patient developed allergic reaction and broke out in hives after synvisc. It was reported that the patient had rash all over the body, itching. Patient went to doctor office and it felt like allergic reaction to injection. It was reported that patient did not visit the emergency room. On an unspecified date, patient recovered from the event. Corrective treatment: methylprednisolone outcome: recovered a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on (B)(6) 2015. Ptc results were added and the text was amended accordingly. Additional information was received on (B)(6) 2017. This case initially considered as non-serious was upgraded to serious as the seriousness criterion required intervention was added to event of allergic reaction broke out in hives after synvisc/allergic reaction to injection. Also, this case became medically confirmed (reported by a nurse). Patient's demographics were added. Verbatim was updated for the event of allergic reaction broke out in hives after synvisc to allergic reaction broke out in hives after synvisc/allergic reaction to injection. Product start date, stop date and indication was added. Event start and stop date, corrective treatment was added. Outcome was updated from unknown to recovered. Clinical course was updated and text was amended accordingly.

Event description:
Based on additional information received on 25-may- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion required intervention was added to event of allergic reaction broke out in hives after synvisc/allergic reaction to injection. Also, this case became medically confirmed (reported by a nurse) this unsolicited case from united states was received on 08-jan-2015 from a patient. This case involves a (B)(6) female patient who received synvisc injection and after 17 days experienced allergic reaction broke out in hives after synvisc/allergic reaction to injection. Concurrent conditions was not reported. Patient had medical history of osteoarthritis, biliary stricture secondary to duct injury. Patient had allergy to sulfa and developed hepatitis. Concomitant medications include ibuprofen (advil) for pain on (B)(6) 2014, the patient started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number, expiry date: not provided) into an unspecified location for osteoarthritis. On (B)(6) 2014, patient received last dose of synvisc injection. On (B)(6) 2014, 17 days after receiving synvisc injection, patient developed allergic reaction and broke out in hives after synvisc. It was reported that the patient had rash all over the body, itching. Patient went to doctor office and it felt like allergic reaction to injection. It was reported that patient did not visit the emergency room. On an unspecified date, patient recovered from the event. Corrective treatment: methylprednisolone. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 21-jan-2015. Ptc results were added and the text was amended accordingly. Additional information was received on 25-may-2017. This case initially considered as non-serious was upgraded to serious as the seriousness criterion required intervention was added to event of allergic reaction broke out in hives after synvisc/allergic reaction to injection. Also, this case became medically confirmed (reported by a nurse). Patient's demographics were added. Verbatim was updated for the event of allergic reaction broke out in hives after synvisc to allergic reaction broke out in hives after synvisc/allergic reaction to injection. Product start date, stop date and indication was added. Event start and stop date, corrective treatment was added. Outcome was updated from unknown to recovered. Clinical course was updated and text was amended accordingly. Additional information was received on 01-jun-2017. Ptc results were added (with seriousness criteria). Text was amended accordingly.